Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 1.1 row b1 to b5 were failed and all cubies were required maintenance. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E1: initial reporter facility name: (B)(6).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 1.1 row b1 to b5 were failed and all cubies were required maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed. The field service engineer launched hardware test application, ejected cubies from auxiliary half height 1.1 rows a, b, and c. Reseated cubie tray rowboards in row b and reinserted cubies back into the drawer. Realigned ball bearings and installed one new slide bumper on auxiliary full height drawer 6. The system functioned as intended after the field service engineer resolved the issue.